Event description:
On 9/22/96, a steel alloy femur plate in rptr's right leg broke. The plate had been installed on 4/13/96. Major surgery was required for the plate's removal. Rptr called the hosp to enquire about a warranty shortly after surgery. The hosp rep was unaware of any written warranty nor was an implied warranty mentioned. Since then the MFR has claimed that they don't have product liability insurance for the plate and admits that they don't conduct quality control testing of finished orthopedic devices such as the rptr's. The rptr has possession of the plate. Rptr is filing this complaint to notify FDA of the poor business practices of the above. The lack of a warranty, no product liability insurance and the openly admitted lack of quality control for their products. And their parts are being put into human beings!